Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was reproduced during functional testing of the autopulse platform (B)(4). Review of the archive data found intermittent ua 12 error messages occurring on the reported event date of (B)(6) 2017, confirming the reported event. The root cause for the intermittent ua 12 error messages is attributed to the lifeband switch assembly being out of specification. As part of routine service during testing, the platform was examined and found no other issue. The lifeband switch assembly was readjusted to specification and this resolved the ua 12 error message. The device was further functionally tested and operated as intended without any fault or error observed, and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (B)(4) was tested using a mannequin and displayed a ua12 (lifeband not present) error message. The user attempted to reinstall the lifeband multiple times; however, the issue was not resolved. No patient involvement.